Event description:
A customer reported to olympus, the angulation is malfunctioning while using evis lucera elite colonovideoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of angulation malfunction was confirmed. Due to wear of the angle wire, bending angle in up direction does not meet standard value. The play of up down knob is also out of the standard value. Both related to the angle wires being stretched. The following additional findings were also noted: chipped and cracked adhesive on the bending section cover, water removal ability does not meet the standard value, dirty scope connector due to water leakage, scratched switch button one, scratched protector of the universal cord on the scope connector, scratched objective lens, scratch on plastic distal end cover, and scratch on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The foreign material could not be identified. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.